Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2021. During preparation, the surgeon actuated the capio slim without a suture attached on the device. Reportedly, when the device was "closed," the carrier jammed at the bottom of the catch and failed to open again until it was manually forced open. The surgeon was then not comfortable with using the device on the patient as it failed to work when it was tested outside of the body. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2021. During preparation, the surgeon actuated the capio slim without a suture attached on the device. Reportedly, when the device was "closed," the carrier jammed at the bottom of the catch and failed to open again until it was manually forced open. The surgeon was then not comfortable with using the device on the patient as it failed to work when it was tested outside of the body. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of carrier failed to retract. Block h10: visual inspection of the returned capio slim device was found in good condition. No issues were noted on the cage, carrier or catch. The carrier was actuated three times and it extended and retracted without any issues. Additionally, the carrier was retracted three times with a suture and the needle entered in the catch slot without any issues observed. Therefore, the reported complaint for carrier retraction problem is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the provided and collected information, during the visual and functional assessment the device did not present any issues or abnormalities. Therefore, the most probable cause for this complaint is no problem detected as the returned device showed no evidence of either the alleged issue or any defect which could have contributed with the reported event.